Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the first valve was deployed in a too aortic position (70:30) causing moderate paravalvular leak [pvl]. The valve was post dilated in an effort to reduce the pvl, however no significant change was noted and a second valve was implanted. Per the case summary: the patient was prepped for transfemoral tavr. Percutaneous access was gained and dilators advanced over stiff wire. The 24fr sheath was placed. Temporary wire and supra annular pigtail placed and coplanar angle determined. The annulus was crossed per protocol and a stiff wire was placed. The balloon valvuloplasty was done with a 24x4 zmed balloon and contrast was delivered during deployment for sizing. A caliper was used to size the bav outside the body. The 26mm valve was prepped and positioned, deployed under rapid ventricular pacing, and was seated in a stable position. The post deployment transesophageal echocardiogram [tee] showed moderate paravalvular leak and trace central aortic insufficiency with the wire still in place. One cc was added and the balloon was positioned more ventricular to avoid flaring of the outflow of the valve. Dilation was performed and no significant change was appreciated on tee. A second 26mm valve was prepped in hopes of decreasing the pvl. The second valve was positioned and deployed slightly more ventricular than the first. Final tee result was mild to moderate pvl. The sheath was removed and perclose sutures were deployed. The stable patient was transported to the unit for monitoring. The event was attributed to the patient¿s annulus being too large for a 26mm valve. The pre-deployment position for the first valve was 60:40 aortic. The native valve/leaflet and aortic root calcification was described as mild; there was moderate mitral annular calcification; ventricular septal hypertrophy was mild. Coaxial alignment of the delivery system and the valve was described as fair; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The sjt diameter was 28mm and sov diameter was 33-34mm. The patient¿s native annulus diameter was measured at 25-26mm on tee. The patient¿s ejection fraction was 40%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and aortic insufficiency are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, a combination of patient factors [minimally calcified native valve/leaflets, a possible large annulus for the chosen valve] and procedural factors (less than optimal coaxial alignment of the delivery system and the valve] likely caused or contributed to the aortic malposition and resulting aortic insufficiency. There is no evidence the event was due to dysfunction of the sapien valve or the delivery system the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.